Event description:
Account reports while receiving pca therapy of morphine, pt's respiration rate began to drop. Pt was administered 2 amps of narcan, but did not respond as expected. At the time of this report, pt was on ventilator and was being monitored in ICU. Additional info received from the reporting facility indicates the pt suffered a stroke while receiving pca therapy. The reporting facility has determined that the pump functioned properly and did not contribute to the pt's condition.